Event description:
It was reported that the patient was not getting stimulation and high lead impedances were noted on the contact upon impedance check. An x-ray was taken and revealed that the paddle lead had begun to migrate out of the epidural space. The lead was repositioned and remain implanted in the patient. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.